Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: no issues with patient involvement. It was just broken.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope associated with this complaint and completed investigations. The endoscope was visually inspected and found with mechanical damage to the scope¿s distal tip. Additionally, the endoscope was visually inspected, and the component was found to have a broken or detached piece in a place that could fall into the patient; the endoscope's housing exhibited customer labels or markings added; the scope showed damage to the button pack assembly. Visual inspection confirmed a hairline crack on the enter button; the endoscope was placed through a test using a screening aide to manually rotate the adapter to detect friction and the camera instrument adapter (ciad) did not rotate properly and/or noises were heard which confirmed binding gears; the ciad was removed from the endoscope housing, it was analyzed and found with attached endoscope adapter (aea) shaft bearing contributing to friction; the endoscope cable integrated connector (ic) housing exhibited discoloration. The endoscope was tested and placed on a camera attenuation tester or equivalent to measure transmittance but failed functional testing. The endoscope failed transmittance due to the measured output power not meeting specification limits. The probable root cause is attributed to damage during use or improper handling, which may include accidental drops of the endoscope or inadvertent collisions with hard surfaces.

Event description:
It was reported that during central processing, the 30-degree endoscope plus instrument was broken. There was no report of patient involvement.